Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12313. It was reported that the left ventricular lead was found to be dislodged and pulled back in the body of the coronary sinus. It was also noted that the atrial lead exhibited a trend of increasing capture threshold. The patient was brought to the hospital for a scheduled lead revision and routine pacemaker change procedure. An x-ray was performed during the procedure and it was discovered that the atrial lead was also dislodged and pulled back. Both leads were then capped and replaced on (B)(6) 2021. The patient did not experience any symptoms as a result of the dislodgement and remained in stable condition post procedure.